Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 24jun2021 in the b.5. Field. No further follow-up is planned. The relative of a male patient reported the humapen luxura hd device malfunctioned, and "the pen probably did not give insulin." The patient experienced abnormal blood glucose and diabetic coma. Investigation of the returned device (batch 1811g02, manufactured november 2018) found the injection screw was broken. A functional assessment could not be performed due to the broken injection screw which is attributed to damage in the field by applying an excessive side load force to the injection screw or a technique issue not associated with a device defect, as this type of damage would have been detected during the manufacturing inspection process. There is no obvious damage to the injection screw at or near the break point. A detailed analysis of the break surface concluded that this is a "bend-and-snap" type break, indicating that the injection screw did not break due to binding while dosing. Malfunction confirmed. In addition, the pylons of the injection nut were observed to be damaged, and a glass particle was observed in the front housing area of the device. Glass particles and damaged pylons indicate excessive force was applied when inserting a cartridge causing the cartridge to break inside the front housing. This damage occurred in the field and is not related to the manufacturing process. The core instruction for use provides adequate care and storage instructions, instructs to not use the device if it appears broken or damaged, and to contact lilly or a healthcare provider for a replacement pen. There is evidence of improper use. The device damage occurred while in the field (not related to the manufacturing process). The damage of a broken injection screw may be relevant to the events of abnormal blood glucose and diabetic coma if the patient was unable to inject a dose of insulin.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer with additional information from a second consumer via patient support program (psp) with additional information from consumer reporter and pharmacist via psp, concerns a 7-years old male patient of unknown ethnicity. The medical history and concomitant medication were not provided. The patient received insulin lispro (humalog) cartridge via reusable pen, unknown dose, frequency, route of administration and indication for use, beginning in (B)(6) 2020. On unknown date, unknown time after the starting of insulin lispro via reusable device (humapen luxura half-dose), there were irregularities in blood glucose (as reported) and he had diabetic coma on (B)(6) 2021 which required hospitalization. It was noticed at hospital that the pen humapen luxura half-dose failed and it was unknown the reason of the failure (product complaint number (B)(4)/ lot number: 1811g02). It was also provided that the pen probably did not give insulin (as reported). The event of blood glucose abnormal was considered serious by the company due to medically significant reasons. On 10feb2021 the patient was still at hospital. He got into coma or hospitalized in intensive care many times because of blood sugar problems. He also went to emergency service of hospital many times. Her last control was in feb-2021 and it was planned to go to doctor control again on 15-mar-2021. As of 01-mar-2021, he was not in coma. He had recovered from the event of diabetic coma. Information regarding exams, corrective treatment and outcome of the remaining events was not provided. It was unknown if any action was taken with insulin lispro due to the events and if it was ongoing. It was unknown who operated the device and if the operator was trained. The duration of use for this device model and suspect device was not provided. It was unknown if any action was taken with suspect device. The suspect humapen luxura half dose device (lot number:1811g02) associated with product complaint (B)(4) was returned to the manufacturer. The reporting pharmacist did not provide an opinion of relatedness between the events and insulin lispro or the humapen luxura hd. The reporting consumers did not provide an opinion of relatedness between the events and insulin lispro and related the events to the humapen luxura hd issue. Update 15feb2021: additional information received on 12feb2021 from affiliate was processed with initial report. Edit 17feb2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. Added unique identifier number for the suspect humapen luxura hd device for expedited device reporting.no new information added. Update 03-mar-2021: additional information was received from initial reporter via psp on 01-mar-2021. Added pharmacist reporter, laboratory data and concomitant device. Updated the outcome for the event of diabetic coma. Updated the as reported causality for the events to not reported. Updated the causality statement and narrative with new information. Update 10-mar-2021: upon information received on 09-mar-2021 from the affiliate via the psp, did not contain any significant information. Only product complaint number was received and processed accordingly. No new event or drug was added to the case. Update 18mar2021: additional information received on 16mar2021 from global complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen luxura half dose device (unknown lot) associated with product complaint 5474704 which was not was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 18-apr-2022: additionally, the application pen lot number 1811g02 was received via rcp on 13-apr-2022. No other medically significant information was received and no further changes were done to the case. Update 19apr2022: additional information received on 13apr2022 from global product complaint database reiterated the lot number 1811g02 which was already present and correct in the case. Edit 12may2022: upon inter review amended safety receipt date from 13-apr-7202 to 13-apr2022. Update 24jun2022: additional information received on 23jun2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with lot number 1811g02 of humapen luxura half-dose. Updated malfunction from unknown to yes, improper use and storage from no to yes, date of manufacturer, device return status to returned to manufacturer, and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 18mar2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: the relative of a male patient reported the humapen luxura hd device malfunctioned, and "the pen probably did not give insulin." The patient experienced abnormal blood glucose and diabetic coma. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use states to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer with additional information from a second consumer via patient support program (psp) with additional information from consumer reporter and pharmacist via psp, concerns a 7-years old male patient of unknown ethnicity. The medical history and concomitant medication were not provided. The patient received insulin lispro (humalog) cartridge via reusable pen, unknown dose, frequency, route of administration and indication for use, beginning in (B)(6) 2020 or (B)(6) 2020. On unknown date, unknown time after the starting of insulin lispro via reusable device (humapen luxura half-dose), there were irregularities in blood glucose (as reported) and he had diabetic coma on (B)(6) 2021 which required hospitalization. It was noticed at hospital that the pen humapen luxura half-dose failed and it was unknown the reason of the failure (product complaint number (B)(4)/unknown lot number). It was also provided that the pen probably did not give insulin (as reported). The event of blood glucose abnormal was considered serious by the company due to medically significant reasons. On (B)(6) 2021 the patient was still at hospital. He got into coma or hospitalized in intensive care many times because of blood sugar problems. He also went to emergency service of hospital many times. Her last control was in (B)(6) 2021 and it was planned to go to doctor control again on (B)(6) 2021. As of (B)(6) 2021, he was not in coma. He had recovered from the event of diabetic coma. Information regarding exams, corrective treatment and outcome of the remaining events was not provided. It was unknown if any action was taken with insulin lispro due to the events and if it was ongoing. It was unknown who operated the device and if the operator was trained. The duration of use for this device model and suspect device was not provided. It was unknown if any action was taken with suspect device. The suspect humapen luxura half dose device (unknown lot) associated with product complaint (B)(4) was not returned to the manufacturer. The reporting pharmacist did not provide an opinion of relatedness between the events and insulin lispro or the humapen luxura hd. The reporting consumers did not provide an opinion of relatedness between the events and insulin lispro and related the events to the humapen luxura hd issue. Update 15feb2021: additional information received on 12feb2021 from affiliate was processed with initial report. Edit 17feb2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. Added unique identifier number for the suspect humapen luxura hd device for expedited device reporting.no new information added. Update 03-mar-2021: additional information was received from initial reporter via psp on 01-mar-2021. Added pharmacist reporter, laboratory data and concomitant device. Updated the outcome for the event of diabetic coma. Updated the as reported causality for the events to not reported. Updated the causality statement and narrative with new information. Update 10-mar-2021: upon information received on 09-mar-2021 from the affiliate via the psp, did not contain any significant information. Only product complaint number was received and processed accordingly. No new event or drug was added to the case. Update 18mar2021: additional information received on 16mar2021 from global complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen luxura half dose device (unknown lot) associated with product complaint (B)(4) which was not was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer with additional information from a second consumer via patient support program (psp), concerns a (B)(6) years old male patient of unknown ethnicity. The medical history and concomitant medication were not provided. The patient received insulin lispro (humalog) cartridge via reusable pen, unknown dose, frequency, route of administration and indication for use, beginning in (B)(6) 2020 or (B)(6) 2020. On unknown date, unknown time after the starting of insulin lispro via humapen luxura half-dose, there were irregularities in blood glucose (as reported) and he had diabetic coma on (B)(6) 2021 which required hospitalization. It was noticed at hospital that the pen humapen luxura half-dose failed and it was unknown the reason of the failure (product complaint number (B)(4)/unknown lot number). It was also provided that the pen probably did not give insulin (as reported). The event of blood glucose abnormal was considered serious by the company due to medically significant reasons. On 10feb2021 the patient was still at hospital. Information regarding exams, corrective treatment and outcome of the events was not provided. It was unknown if any action was taken with insulin lispro due to the events and if it was ongoing. It was unknown who operated the device and if the operator was trained. The duration of use for this device model and suspect device was not provided. It was unknown if any action was taken with suspect device and its return status was unknown. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro. Update 15feb2021: additional information received on 12feb2021 from affiliate was processed with initial report. Edit 17feb2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. Added unique identifier number for the suspect humapen luxura hd device for expedited device reporting. No new information added.